Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. According to the patient¿s parent, on (B)(6) 2026, the pediatric patient experienced a skin reaction with pimples and itching under the sensor patch area. The patient was taken to see their healthcare provider (hcp) for an allergy test, and it was confirmed that the patient has an allergy to all adhesive patches. The healthcare provider prescribed topical hydrocortisone ointment, and the patient is using extra patches. There was no documentation of further medical intervention. At the time of report, the patient¿s condition was unspecified. No photo or other details were provided. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional event or patient information is available.